Event description:
Caller reported experiencing a continuous glucose monitor error identified as error 42. There was no reported adverse impact to the customer's blood glucose level. Technical support provided information for resetting the pump, and after following the instructions, the caller successfully started their sensor session without encountering further errors.